Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2315 captures the reportable event of fluid discharge.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. Fiducial markers were placed before the hydrogel injection. The patient had a transrectal biopsy before the procedure on (B)(6) 2023. The simulation was performed on (B)(6) 2023. Stereotactic body radiation treatment (sbrt) and orgovyx were received by the patient between (B)(6) 2023. Later on, (B)(6) 2023, the patient reported rectal irritation and mucosa discharge, which was treated with anasol. The outcome was resolved, but on (B)(6) 2023, the patient returned with irritation, which was resolved with anasol as well. On (B)(6) 2023, the patient presented radiation proctitis and rectal bleeding; the event required a transfusion. Due to this event, a colonoscopy was performed, and irritation was noted. All the issues were reported as resolved on (B)(6) 2023. It was on (B)(6) 2023, that a fistula was noted. The placement's computed tomography (CT) scan was reviewed, and a possible rectal wall involvement was noted. It was reported that the patient had a diverted colostomy. The patient current condition was unknown at the time of this report.